Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "endometriosis, chronic sinusitis, antenatal, no immunity to varicella, skin infection, depression, sleeping difficulty, periodontitis", rupture and , "folded" breast implant device on right side. The device remains implanted. ¿skin infection" , "no immunity to varicella", depression, ¿chronic sinusitis¿ , "endometriosis" and ¿periodontitis" are considered not device related.